Event description:
The customer stated that she went to the emergency room last night due to high blood glucose levels, with a reading of 431 mg/dl. The customer experienced vomiting and chest pain. Prior to the event, the customer changed the infusion set, and treated several times, but continued to experience high blood glucose levels. The customer declined to troubleshoot because she was told at the hospital that the insulin pump had a crack and needed to be replaced. The customer confirmed that the insulin pump had several cracks on the case. Advised the customer that the insulin pump was out of warranty, and that it would be replaced per the out of warranty policy. The customer agreed, and chose not to return her current insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.